Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "implant pain and hardening. Bakers grade 4". This record is for the right side. Device was explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ use error: observed, an opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h.11.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device was implanted past the device expiration date (use error). The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device was implanted past the device expiration date (use error). The device has been explanted.

Manufacturer narrative:
Clarification d6(a): the partial implant date noted is past device expiration date. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ use error: unable to observe as per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device was implanted past the device expiration date (use error). The device has been explanted.